Manufacturer narrative:
Model number/catalog number: 72404256, serial number: null, batch/lot number: 739136004, model/catalog description: lgx preconnect ms 15cm ip iz. Model number/catalog number: 720185-01, serial number: null, batch/lot number: 749815016, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was unable to inflate the device leading to the procedure. During the procedure fluid leak was noted. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.